Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations were confirmed, however, the root cause could not be identified. The probable cause for the events ¿the screen became black, and no image was displayed (the image was restored)¿ and ¿e216 (scope communication error) occurred¿ was breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected the phenomenon. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2 as below. ¦inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a bad image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the monitor showed a black screen with no image and scope communication error e216, due to damage on the charged coupled device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the monitor showed a black screen with no image and scope communication error e216, due to damage on the charged coupled device. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; there was excessive wire breakage in the inner braid of the bending section; the video connector had a crack. Additionally, the following components had a scratch: the bending section cover, the video connector, the protector of the video cable section, the video connector case, the protector of the universal cord on the suction connector side, the light guide-cover glass, the light guide connector, the right/left plate, the universal cord, switch 1, the control unit, the angulation lever, and the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.